Event description:
Nurse arrived at the scene and found an inmate lying on the floor in the supine position with grayish-blue discoloration to face/lips, eyes open without movement, and not breathing. The staff was notified to call ems and CPR was started. After attaching the AED and pads, the AED kept prompting the user to apply pads. The pads were unplugged and reattached to the AED, but it continued to prompt the user to reapply pads. CPR continued and no pulse or breathing pattern was noted. Ems arrived and care was transferred to them. Security staff reported the patient had part of her clothing attached to a door and the other part around her neck. During CPR possible ligature marks were noted under the patient's neck. The patient didn't survive.

Manufacturer narrative:
The AED was returned to cardiac science for investigation. The battery and pads used with the AED at the time of the rescue weren't returned. Review of manufacturing records and non-conformance data for the AED found no issues. No rescue data was recorded at the time of the rescue because the AED didn't detect impedance within the human impedance range after pads were placed on the patient and kept prompting the user to place pads. The outer case, pads connector and, battery harness were examined and no problems were found. Impedance testing found the software and hardware worked together correctly and the AED accurately detect impedance within the human impedance range. AED self-tests were run every 30 seconds for a total of 20 minutes and no errors were generated. The AED was opened and components that could affect the patient impedance circuit were measured and no problems were found. The main pcba was energized and impedance monitored while tapping on the k302 relay. The impedance didn't drift during the test. Inspection of the main pcba found no defects. While undergoing light vibration, AED self tests were run every 30 seconds for 2 hours without generating any errors. With the use of a defibrillator analyzer, a simulated rescue was performed in an attempt to recreate the reported problem. The AED correctly identified pads placement, performed rhythm analysis, delivered shocks, and prompted for CPR following shock delivery. The AED functioned as designed during the simulation. The root cause of the reported problem could not be determined. Testing found no hardware or software problems and the AED operated correctly. The pads had exceeded their expiration date at the time of the rescue and the reported problem may have been caused by using expired pads. The AED was serviced and returned to the customer.

Event description:
Nurse arrived at the scene and found an inmate lying on the floor in the supine position with grayish-blue discoloration to face/lips, eyes open without movement, and not breathing. The staff was notified to call ems and CPR was started. After attaching the AED and pads, the AED kept prompting the user to apply pads. The pads were unplugged and reattached to the AED, but it continued to prompt the user to reapply pads. CPR continued and no pulse or breathing pattern was noted. Ems arrived and care was transferred to them. Security staff reported the patient had part of her clothing attached to a door and the other part around her neck. During CPR possible ligature marks were noted under the patient's neck. The patient didn't survive.

Manufacturer narrative:
The device has been received from the customer and is being evaluated.